Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer's caregiver (B)(6) states that customer feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-160mg/dl fasting. Verified test strips expire 01/13/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 197mg/dl and 154mg/dl fasting. Reviewed meter memory: 1:388mg/dl (B)(6) 2015 03:33:00 pm fasting:yes. 2:348mg/dl (B)(6) 2015 10:39:00 pm fasting:yes. 3:147mg/dl (B)(6) 2015 02:14:00 pm fasting:yes. Memory concerns: customer is concern with the results on (B)(6) 2015 388mg/dl. (B)(6) ( caregiver) calling on behalf of customer, stating customer has only been using the meter since saturday and the meter is giving higher results when compare to the freestyle meter she have been using for years. Customer states that with the freestyle meter she get 83mg/dl compare to truetrack meter 388mg/dl and these test was taken back to back. Adverse event not reported.